Manufacturer narrative:
During a follow-up call on (B)(6) 2016, the customer stated that the insulin gauge displayed an accurate fill estimate amount, and the pump was performing as intended. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate of over 60 units after loading a cartridge with 200 units of insulin. Reportedly, after insulin had been delivered, the insulin gauge increased to 100 units and started to decrease. When the insulin gauge showed 65 units of insulin, the customer reported adding an additional 100 units of insulin into the cartridge. There was no impact to the customer's blood glucose level and the customer received an accurate fill estimate after the cartridge was reloaded.